Event description:
It was reported that this patient was admitted to the hospital due to this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited small r-wave, oversensing of noise, resulting in an inappropriate shock. The physician advised the patient also has a non-boston scientific cardiac resynchronization therapy pacemaker (crt-p) device and a non-boston scientific left ventricular (lv) lead. A request was made to have technical service (ts) review device data. Ts recommended performing an auto setup today, which failed in the primary and alternate vectors, with the secondary vector programming good. The crtp device was programmed unipolar. Ts advised the physician that unipolar pacing and impedance-based features are contra-indicated for sicd. Ts providing recommendations for troubleshooting. Programming and to further evaluate the non-boston scientific lv lead. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.